Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV and deflation."

Event description:
Healthcare professional reported left side deflation. Patient reported "pinching pain", "hard" and "pushing up". Patient also reported "fatigued", "run down" and "seizures"; these events are not device related. Healthcare professional additionally reported capsular contracture, baker grade IV. Device remains implanted.